Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged all the keypad buttons were under responsive and there was moisture in battery compartment and in the display after the pump had been worn while swimming. The reporter alleged under delivery of insulin due to the under responsive keypad buttons with associated elevated blood glucose of greater than or equal to 250 mg/dl (13.8 mmol/l) but less than 500 mg/dl (27.7 mmol/l) with trace ketones. The patient reportedly discontinued insulin pump therapy and began a backup plan using insulin via injection. The reporter blood glucose level without symptoms does not meet animas¿ criteria of a reportable adverse event. Therefore, no adverse event is being report in association with the alleged pump malfunction. This complaint is being reported because the issue can result in inadvertent or incorrect insulin delivery or the inability to use the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-aug-2019 with the following findings: the keypad was found to be intact; no peeling or damage was observed. All of the keypad buttons were responsive during testing. The keypad was removed and no evidence of contamination or damage was found on the button contacts. The complaint of a keypad button response issue was not duplicated during investigation. The pump was opened and there was moisture corrosion on the keypad connector, display board, and transceiver board. Moisture was observed on the display and in the battery compartment. Leak testing revealed leaks at the battery compartment and bolus button. Unrelated to the complaint, the battery compartment was found to have multiple cracks. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.